Event description:
It was reported that asymptomatic patient presented in clinic for follow-up. Non-sustained ventricular oversensing due to loss of capture was observed on segm. It was noted that patient was taking medication that is known to increase thresholds around the time of the event. Programming changes were made. The patient is fine with no further issues.

Manufacturer narrative:
(B)(4).